Event description:
A report was received that the pt's precision system was explanted. The pt was explanted due to an infection. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.